Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire was introduced into the microcatheter, and it was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guidewire was able to pass through the entire length of the microcatheter without significant resistance. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and / or procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / 10007043) was impeded in the hub of the associated microcatheter and could not be pushed into the microcatheter. The physician only retracted the stent and replaced it with a new stent to complete the procedure. There was no negative impact on the patient. On (B)(6) 2026, additional information was received. Per the information, the procedure was targeting the left middle cerebral artery (mca). Continuous flush was maintained through the microcatheter. The introducer tip was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The information confirmed there was no negative impact on the patient. On (B)(6) 2026, additional information was received. Per the cerenovus representative, the event description has been revised as follows: during the procedure, the stent was impeded in the hub of the microcatheter and could not be introduced into the microcatheter. The physician retracted the stent; the stent component was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. The associated microcatheter was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). Based on the additional information received on 03-jul-2026, the event has been deemed reportable as a "malfunction."